Manufacturer narrative:
(B)(4). Increased intraperitoneal volume (iipv) was confirmed based on the occurrence of the high drain alarm. The cause could not be determined. Review of the service dates and activities revealed the previous return of the device was not for the reported problem. Review of the device history record revealed no failure or malfunction that could have caused or contributed to the reported difficulty of an increased intraperitoneal volume (iipv). This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated he received a high drain 106 at the end of therapy. The hp stated the ultrafiltration (uf) for cycle 6 was 1507ml. The hp stated they had negative uf's for the prior 3 cycles. Cycle 5 was -136ml, cycle 4 was -190ml, and cycle 3 was -156ml. The technical service representative (tsr) explained the alarm and instructed the hp to call their nurse and inform her about the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was not retuned, however the serial number was provided so a service history review and a device history review will be conducted. When additional information become available, a follow up MDR will be sent.